Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (will not power on) was confirmed. Upon investigation the charger/modem would not power on and unable to charge a battery pack. The charger exhibited a failure at pld component u102 and pxa component u105 on the c/a board. The root cause for the u102 and u105 failure could not be positively identified. There was no adverse event that resulted from the damaged charger.